Event description:
Hill-rom rec'd a report from the account stating that one leg will not retract. The lift was located in the pt room. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account called hill-rom technical support to trouble shoot. The account placed an order for a middle beam. The gear rack is included as part of the middle beam. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The account will replace the middle beam with gear rack set to resolve the issue. Based on this info, no further action is required.